Event description:
Seven hrs post-placement of this intra-aortic balloon catheter, another MFR's intra-aortic balloon pump's audible alarm sounded. The catheter was reconnected and blood was noted in the tubing. The balloon was removed and another intra-aortic balloon catheter was placed. There were no pt complications involved. No further details are available regarding the circumstances surrounding this event. The device has not been received for eval. Therefore, no failure analysis was available. Iabc leaks have been associated with repeated cycling against calcified lesions and/or other hard, sharp material. However, without evaluating the device or further info, co is unable to determine the exact cause for this event.

Manufacturer narrative:
It was initially reported seven hours post-placement of this intra-aortic balloon catheter, another MFR's intra-aortic balloon pump's audible alarm sounded. The catheter was reconnected and blood was noted in the tubing. Additional follow up by co's international distributor indicated blood was noted in the catheter just after reconnection of the catheter. Follow up also indicated the device had been cut by the customer, however, it was not indicated why this occurred. F11 - date MFR initially forwarded report to FDA.